Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. The device became stuck in the wound track after clip deployment. The physician applied counter traction and on the second forceful attempt, successfully removed the device from the arteriotomy. It was noted that the vessel locator wings were not retracted. Manual compression was used to achieve hemostasis, although a small hematoma of less than 6 cm was noted, a femostop device was used as a precaution. There were no reported pt sequelae. Though requested, no add'l info was available

Manufacturer narrative:
Device was received. Investigation is not yet completed.